Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Refer to medwatch 2032227-2016-34104.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a no delivery during a bolus delivery. The blood glucose reading was 441 mg/dl. The insulin pump had been resolved with changing the infusion set and reservoir. The caller declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.